Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of phenylephrine at a rate of 9.1 ml/hr. Microbubbles were reportedly observed in the tubing. It was also reported that the temperature of the solution was initially cold and hung at room temperature for less than one hour. It was reported that the pump was on a medium pressure setting. The customer was reportedly using "12" tubing ((B)(4)) between the pump and the drip chamber, 4" below the upper y-site, with a PICC which had a 1.2- 3/4 full drip. Furthermore, it was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.